Event description:
It was reported that this right ventricle (rv) lead was an attempted implant due to helix mechanism issues. This issue was resolved during the implant procedure. Another rv lead was successfully implanted. No adverse patient effects were reported.